Manufacturer narrative:
Revision surgery occurred (B)(6) 2017. Exact date of revision surgery was not provided. Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that an m6-c was explanted. It is unknown if the device malfunctioned.

Manufacturer narrative:
A1: pe 20-60. B4: (B)(6) 2021. D6a: (B)(6) 2010. G1: (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: correction, additional information. H6: medical device problem code: 2682 - patient - device incompatibility. Investigation conclusions: 4315 - cause not established. H10: radiographic images showed evidence of osteolysis. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided, thus it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. The device was not returned, thus device examination could not be performed. No microbiology or pathology reports were provided. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. Based on the limited information provided, the device did not malfunction and was not suspected to be a contributory cause of the revision. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.